Event description:
The event is reported as: the product did not fix clips during cardiac surgery. No pt injury reported.

Manufacturer narrative:
The sample has not been received yet. The investigation is not complete at the time of this report. A follow up investigation report will be sent when completed.